Event description:
It was reported that a spectrum iq infusion pump over infused during testing in the biomedical service department. "Pumps infusing at lower rates have a higher percentage error for infusing too quickly". There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unspecified date in january of 2025. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b3: event date, b5: describe event or problem, d9, d10: concomitant product: h3, h6, h11. B5: it was reported that a spectrum iq infusion pump over-infused during an unspecified process step. Total parenteral nutrition (tpn) was used as the medication. 50 ml of overfill in each bag. Bag ran dry. The following parameters of the infusion were mentioned: step 1: 45 ml/hr, 1 hr; step 2: 91 ml/hr, 910 ml, 10 hrs; step 3: 45 ml/hr, 1 hr. The pump was programmed volume to be infused of: 1000 ml. Remaining volume to be infused on pump: 32 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available. H11: the device was received for evaluation. During functional testing, the reported problem "over infusion" was not reproduced. The device was tested for flow accuracy and it passed. The event history log was completed and revealed "air-in-line" and "upstream occlusion!" Alarms at the beginning, but they were resolved within the first 5 minutes of the infusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.